Event description:
A male pt underwent initial aaa repair emergently in 2008. The physician used grafts on hand that were limited in sizes. He placed one flex main body and two iliac leg grafts. On follow up the physician noticed the graft had slipped slightly which presented a type I endoleak. The patient's anatomy was not severe, nor was there severe calcification or thrombus. The neck was not the same diameter proximally as distally and the physician suspected that the device used may not have been a perfect match. To repair the endoleak, the physician placed a main body extension about 7 months later, and successfully resolved the endoleak. Patient is fine.

Manufacturer narrative:
Each zenith device is shipped with instructions for use (IFU) listing anatomical requirements, warnings, precautions, and the correct deployment procedure. The device remains implanted and no images were provided to assist in this investigation. An internal clinical review indicated the event was due to user error due to incorrect planning and sizing. However, we have notified the appropriate individuals, and we will continue to monitor for similar events.